Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for pre-dilation; however, upon inflation the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.